Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, a problem was identified; three bands were entangled and unable to deploy due to band binding. As a result, the procedure could not continue with the initial device. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the stomach; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is intended for ligation of esophageal varices and anorectal hemorrhoids and the reported anatomy location is not described in the indications for use (IFU).

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual inspection revealed damaged teeth and overlapped bands. The handle was not returned with the device. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. It was found that the teeth were damaged. Marks on the ligator housing suggest that excessive force may have been applied during use, potentially causing the damage. Alternatively, the damage could be attributed to the technique used by the physician when inserting the device, which may have also affected the handle's functionality during band deployment. This issue may be related to the technique used by the physician or the manner in which the device was handled during band deployment using the handle. It is possible that the device placement or anatomical tortuosity during the procedure affected the handle's functionality when attempting to deploy the bands. Additionally, depending on the technique used to grasp the varix or polyp with the ligator unit, the suture may have been displaced due to procedural movement, preventing proper band deployment and causing band overlap. Furthermore, if an attempt was made to release the band from the suture, the damage to the teeth may have contributed to the deployment issue. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used in the stomach; however, per the IFU, "the speedband superview super 7 multiple band ligator is not intended for ligation of esophageal varices below the gastroesophageal junction."

Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, a problem was identified; three bands were entangled and unable to deploy due to band binding. As a result, the procedure could not continue with the initial device. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the stomach; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is intended for ligation of esophageal varices and anorectal hemorrhoids and the reported anatomy location is not described in the indications for use (IFU).